Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) (serial number: (B)(6)) was unable to be confirmed, as the mpu was not returned for evaluation and the alarm was not observed in the downloaded log files. The event log file (d4251407) was downloaded for review from the returned heartmate 3 system controller (serial number: (B)(6)) and showed events spanning approximately 7 days ((B)(6) 2024, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2024, (B)(6) 200, and on (B)(6)2024 were recorded during testing at abbott. There were no notable alarms active in the log file. A review of the downloaded periodic log file showed events spanning approximately 101 days ((B)(6) 2023 - (B)(6) 2024 per timestamp). However, there were no notable alarms active in the log file. Additional information provided on (B)(6) 2024 stated tracking information cannot be provided and the mpu is not in the customer¿s office. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and was shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was not transmitting power with neither the white nor the black leads. The patient reported power cable disconnect alarm when connecting both the white and black power cables. The patient was asked to ensure the mpu was plugged into alternating current (ac) power and if the locking cord was attached and they verified it. The patient was also able to verify no alarms or medium priority lights were illuminated on the mpu. The patient had another mpu at home and they were asked to plug the second mpu and to try to connect the controller to it. The second mpu was able to be connected successfully without difficulty and no alarms. The patient was instructed to take the first mpu out of service and bring it back to the clinic. MFR reference (B)(4).